Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Review of the manufacturing and material documentation of the complained devices shows full conformity as well. The investigation of the complained parts shows that the thread of the locking screw is completely jammed in the plate. Visible sings at the screw indicates exceeding applied mechanical force while insertion. There is evidence that this screw was inserted under power without using a torque limiting attachment. It is recommended to use the screw extraction set for removal of such screws.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during an operation on (B)(6) 2012, the doctor inserted a 2.7mm screw to the most distal hole of the plate. To change the position of the plate, he tried to remove the screw from the hole. However, it could not be removed from the plate at all. The doctor removed the plate keeping the screw from the bone and replaced it with another one. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Expiration date not reported in initial mw. Awareness date reported incorrectly in fu#1; date is (B)(4) 2012. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Patient age - (B)(6). Aware date correction - (B)(6) 2012. Placeholder.